Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable device exhibited intermittent spiked pace impedance measurements including high out of range measurements greater than 3,000 ohms. The physician suspected a potential lead fracture. Boston scientific technical services (ts) also discussed other potential causes. There were no noise events stored, and the patient is being monitored. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable device exhibited intermittent spiked pace impedance measurements including high out of range measurements greater than 3,000 ohms. The physician suspected a potential lead fracture. Boston scientific technical services (ts) also discussed other potential causes. There were no noise events stored, and the patient is being monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent spiked pace impedance measurements, including high out-of-range measurements greater than 3,000 ohms. The physician suspected a potential lead fracture. Boston scientific technical services (ts) also discussed other potential causes. There were no noise events stored, and the patient is being monitored. No adverse patient effects were reported. The device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. It was reported that the ICD and lead was explanted. No additional adverse patient effects were reported. The ICD has been received for analysis.